Event description:
A doctor reported that foreign material resembling plastic was found inside of the viscoelastic product prior to surgery. Additional information has been requested.

Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested, but none has been received. (B)(4).

Manufacturer narrative:
No similar complaints have been received for the identified lot. Investigation showed that no remarks related to this complaint were observed in our batch records for blistering and packaging. No remarks were made during in process control and final inspection blistering. A 100% visual inspection is performed after the blistering process. One opened blister was received as complaint sample. All components are present in the blister including an unused syringe. In addition a piece of polycarbonate foil is present in the blister. Possibly this originates from the foil used during the blister process while cutting the blister foil. Since this unit was not detected during the 100% visual inspection process after blistering, we will take this complaint up in the next training session of our viscoelastics operators. (B)(4).